Manufacturer narrative:
Additional information was provided in a.2., b.5., h.3., h.6. And h.11. The product was not returned for analysis. Only photos were returned. The reported complaint was observed on the returned photo. Photo review: photo attachment 1: photo shows implanted intraocular lens (iol). A slit lamp illuminates iol and what appears to be a blue-tone reflection is visible over the iol surface. Additionally, multiple marks, lines, cloudiness more densely flocculent in appearance is seen and appears to be concentrated on the posterior surface of the iol. Photo attachment 2: photo shows implanted iol. There appears to be some marks over or around the iol. No other issues observed. Photo attachment 3: photo shows implanted iol. There appears to be marks/lines over the or around the surface of the iol. No determination can be made. Photo attachment 4: photo shows an implanted iol. The left side photo shows some level of what appears to be cloudiness with some additional marks lines scratches over the iol surface. There also seem to be some marks that are more densely flocculent in appearance and appears to be concentrated on the posterior surface of the iol. Photo attachment 5: photo shows implanted iol. There appears to be some level of cloudiness with some additional marks, lines scratches over the iol surface. There also seem to be some marks that are more densely flocculent in appearance and appears to be concentrated on the posterior surface of the iol. Photo on the right shows a slit lamp image, there appears to be cloudiness over the iol surface. Photo attachment 6: photo shows implanted iol. There appears to be some level of cloudiness with some more defined marks, lines scratches over the iol surface. There also seem to be some marks that are more densely flocculent in appearance and appears to be concentrated on the posterior surface of the iol. Photo attachment 7: photo shows implanted iol. There appears to be some level of cloudiness with some more defined marks, lines scratches over the iol surface. There also seem to be some marks that are more densely flocculent in appearance and appears to be concentrated on the posterior surface of the iol. The root cause for the reported "iol was cloudy" is deemed to be manufacturing related. Complaints have been received describing that lenses were reported by doctors for the presence of a ¿polychromatic sheen¿ visible. The cause of ¿sheen¿ or ¿film-like¿ appearance is a result of a change in the positioning of the iol during the manufacturing process and is not associated with any foreign material or contamination. The appearance is a result of a temporary change in the surface of the iol that occurs during the delivery process, which is only visible under certain orientations and illumination settings. This resolves once the iol is delivered and exposed to body temperature over time. There are no adverse impacts or lasting effects on the iol or the patient. Based on the results of the product investigation and testing, it was confirmed there are no adverse events or clinical impact on vision associated with this finding. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received stating that iol would not be replaced. The reason for this was the cloudiness in the iol optical section has been disappearing from the peripheral area. With the disappearance of the cloudiness from the peripheral area, it was determined that yag laser treatment would be possible in the future. The patient's vision was 1.5d in both eyes, and the patient was satisfied with the results. In the photo taken at the one-month postoperative visit, a cloudiness completely resolved, except for a slightly denser area. The patient was satisfied with the outcome. Therefore, the physician did not provide any specific explanation to the patient regarding the condition of the iol.

Event description:
A physician reported that, the surgeon performed surgery in both eyes were operated at the same time, and the next day the patient eyes were observed with a slit lamp and the entire iol (intraocular lens) in od (right eye) was cloudy. One week after surgery, va (visual acuity) far vison on od decreased from 1.5 diopter the day after surgery to 1.0 diopter. At the second and third examination, it was observed that the cloudiness in od was unchanged. So, they planned to explant of the lens.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).